Manufacturer narrative:
Method: complaint history analysis. Mfg record rev., risk assessment and visual inspection. Results: complaint history analysis, 25 previous complaints on the osteotome straight and curved chisels, which are of similar design. Most of the reports involved being damage at the tip. A CAPA has been opened in response to these reports. Mfg record rev., no discrepancies found that could be related to this issue. Risk assessment, a formal health risk assessment is currently being conducted as part of the opened CAPA, no adverse consequences to the pt in this event. Visual inspection, tip confirmed chipped, dull, blunt and bent. Scuff marks on the blade indicate wear and tear from multiple uses. Conclusion: the instrument is designed with a thin sharp edge to remove bone to gain access to the disc space. The nature of the interaction between a sharp time and hard bone has created a propensity of tip fractures in these instruments. A CAPA has been opened given the trend of tip fractures with both straight and curved osteotomes.

Event description:
It was reported that "surgeon was using straight chisel to perform facetectomy at the l4-5 level and noticed that the tip of the chisel had "chipped" off. He retrieved a small piece of metal from the bo(xx) of the falet. He then preceded to complete the facetectomy using the curved chisel and again noticed that the end of the chisel had chipped off as well. He completed the facetectomy with a chisel from another vendor and completed the surgery without further incident."